Event description:
It was reported that during provocative testing, noise resulting in oversensing was noted on the right atrial (ra) lead. X-ray imaging was performed and no anomalies were observed. No intervention has been performed at this time to address the noise. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the right atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device. The cause of the reported event remains unknown.